Manufacturer narrative:
Describe event or problem - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 20feb2017 in describe event or problem. No further follow up is planned evaluation summary: a male patient reported the cartridge holder of his humapen ergo ii device was dropped and cracked. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured september 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The user manual states if any of the parts of the humapen ergo ii device appear broken or damaged, do not use. The user manual instructs the user to contact lilly or their healthcare professional for a replacement pen. There is evidence of improper use or storage. The cartridge holder was dropped and cracked. It is unknown if this was relevant to the event of abnormal blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) female patient. Medical history included heart disease and kidney disorder. Concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) through cartridge, via reusable pen (humapen ergo ii) 30 units each morning and 20 units each evening, subcutaneously, for the treatment of diabetes, beginning in 2015. On unspecified date while taking human insulin 30/70 she experienced blood glucose uncontrolled, her blood glucose was over 20 (no units reported); due to this she was hospitalized several times, date of hospitalization or further details were not provided. On unspecified date while on the hospital her physician increased her evening dose of human insulin 30/70 to 22 (no units reported). In (B)(6) 2017, the humapen ergo ii was dropped, and the cartridge holder was cracked the device was unable to be used further ((B)(4)/lot 1309d01). On (B)(6) 2017 her fasting blood glucose was 9.1 (no units reported). Information regarding corrective treatment and outcome of the events was not provided. The human insulin 30/70 treatment was continued. The user of the device was the patient and her training status was not provided. The device model and suspect device duration of use was two years. The device was not returned. The reporting consumer did not know if the event of blood glucose not controlled was related with human insulin 30/70 or the humapen ergo ii. And did not provide any assessment of relatedness regarding the remaining events. Update 13-feb-2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 14-feb-2017: additional information received on 10-feb-2017. (B)(4) added and processed accordingly. Update 16-feb-2017: additional information from the initial reporter was received on 15-feb-2017 via psp. Added a dosage tab, lab data, a serious event of blood glucose increased and a non-serious event of blood glucose increased. Updated narrative with new information. Update 20-feb-2017: additional information received on 20-feb-2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the improper use and storage to yes; added the product complaint number and complaint information to the narrative; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.